Event description:
A surgeon reported a posterior capsular bag rupture during an intraocular lens (iol) implant surgery due to a folding problem with the lens. The optic is positioned in the center of the capsular bag.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received.